Manufacturer narrative:
Manufacturer ref# (B)(4). Similar to device under 510(k)/PMA: p140016. (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: on (B)(6) 2020, an emergency tevar for suspected breakage (type 3b) of other company¿s stent grafts were performed. Alpha thoracic 46(42)-179 was placed in stent graft of another manufacturer, and the endoleak disappeared. Regarding the other company¿s stent grafts above, the patient was treated at another hospital, so details were unknown. However, it appeared that 2 stent grafts of another manufacturer were implanted. From the proximal, 42mm (38mm)-150mm and 38mm (34mm)-150mm were implanted in this order. (In this case, stent graft of another manufacturer was off label use) also, in this procedure, the left subclavian artery was occluded by vascular plug. Alpha thoracic 46(42)-179 was implanted overlapping both the 2 stent grafts of another manufacturer that were overlapping each other. Also, alpha thoracic 46(42)-179 was placed centering the tip of 38mm (34mm)-150mm valiant that was placed secondly. On (B)(6) 2020, a type 1a endoleak developed on the lesser curvature of the arch aorta at a different location than the previous treatment site, resulting in a ruptured aneurysm. Emergency tevar was chosen because it was judged to that an open chest surgery was difficult due to the patient's general condition. Regarding the proximal, stent graft by another manufacturer had been implanted from zone 2, but due to the bovine arch, it was judged that blood flow would remain even if the left common carotid artery was covered by a stent graft somewhat, so a stent graft (zta-p-46-179-w1/lot#: e3847132) was implanted from the position where two-thirds of the left common carotid artery was covered. However, the endoleak did not stop and remained because of that the lesser curvature side of the proximal stent fell back/deployed bent/ had retroflex. This issue was caused by that a part of the graft between the first stent and the second stent got shortened. Both bare stent and sealing stent were fell back/deployed bent/ had retroflex ((B)(4), this complaint). Then, a touch-up was performed by a stent-graft balloon catheter (stent graft by another manufacturer) in order to fix the retroflex (the lesser curvature side of the proximal stent fell back/deployed bent) and improve the fitting of the stent graft. However, the proximal tip (stent) of the stent graft couldn¿t be fixed/returned to the ideal placement site by the touch-up. In the above procedure, the physician hoped that the endoleak would stop by adding a stent graft to the proximal with tevar, but because the endoleak remained, he reconsidered the surgical plan. He also thought about an open chest surgery, but the patient was not in a condition to connect a cardiopulmonary prosthesis, therefore, a total debranch + tevar from "zone 0" procedure was selected. A bypass was connected from the ascending aorta to the brachiocephalic artery/left common carotid artery, and then tevar was performed. At this time, the physician selected the reported zta-p-44-233-w1 44 (lot# e4016307) for implantation from the ascending aorta. The access was gained from the right. The previously placed stent graft( (zta-p-46-179-w1/lot#: e3847132) was able to pass through the stent graft by another manufacturer and be placed in the proximal, so the reported device was expected to pass through even before the physician did not deliver the reported device to the ascending aorta. However, the reported device seemed to behave like stuck in the graft (stent graft by another manufacturer or cook alpha thoracic 46(42)-179 placed on (B)(6) 2020) and the delivery system did not even reach the tip of the graft. ((B)(4)) the physician felt response that reported delivery system was reluctant to advance on a wire guide, so he tried to make the reported device pass through/advance by changing wire guides several times, but the reported device could not pass through/advance. Then, the physician removed the reported delivery system from the patient¿s body once and confirmed there seemed to be no visible defects on the reported delivery system. However, because the reported device didn¿t pass through/advance at all, the physician could not rule out the possibility that the cause of the issue was due to the reported device. Therefore, he opened zta-p-44-179-w1 (lot#e3936254) and attempted to delivery it, the substitute delivery system passed through stent graft by another manufacturer without any stuck. The physician was able to place the zta-p-44-179-w1 (lot#e3936254) from the ascending aorta, a touch-up was performed by a stent-graft balloon catheter (stent graft by another manufacturer), and finished the procedure by confirming the disappearance of the endoleak. Patient outcome: the endoleak did not stop and remained because of that the lesser curvature side of the proximal stent fell back/deployed bent/(retroflex). ((B)(4), this complaint). Then, a touch-up was performed by a stent-graft balloon catheter (stent graft from another manufacturer) in order to fix the retroflex (the lesser curvature side of the proximal stent fell back/deployed bent) and improve the fitting of the stent graft. In the above procedure, the physician hoped that the endoleak would stop by adding a stent graft to the proximal with tevar, but because the endoleak remained, he reconsidered the surgical plan. He also thought about an open chest surgery, but the patient was not in a condition to connect a cardiopulmonary prosthesis, therefore, a total debranch + tevar procedure was selected.

Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: an 83 year old man underwent emergency tevar (thoracic endovascular aortic repair) with a zta-p-46-179-w1 (complaint device) due to a type ia endoleak at the minor curvature, that consequently lead to a ruptured aortic aneurysm. The surgical plan was to seal the endoleak and pending rupture together with two-thirds of the left carotid artery with a stentgraft, however, the endoleak was not sealed due to the stentgraft deploying obliquely with the proximal stent slightly angled towards the aortic wall. Subsequently the physician opted for a debranch (brachiocephalic artery/left common carotid artery bypass) and tevar procedure where a zta-p-44-233-w1 44 device was introduced to close the still persistent endoleak. The physician wasn¿t able to advance the device past the previous implanted stentgraft´s from medtronic and cook and some resistance was also felt when advancing the device over the wire guide. Therefore, the physician tried with another zta-p-44-179-w1 device, placing the stentgraft in the ascending aorta and successfully sealing the endoleak with the help of a stent-graft balloon catheter. A preoperative CT study, angiography procedure, postoperative CT study, and additional gross device images are provided for review along with the complaint report. Per imaging expert´s findings: a zta graft (46 x 179 mm) is delivered and partially deployed a few mm proximal to the mdt graft, partially covering the origin of the lcca along the greater curve. Upon full release, the proximal zta graft opens with partial flexion of the 1st stent segment resulting in the proximal graft edge landing obliquely rather than perpendicular to the aortic wall. Though the zta extends proximal to the mdt graft along the greater curve, the graft lands within the mdt graft and does not create proximal extension along the lesser curve. The type 1a endoleak persists at the lesser curve. The proximal edge of the new zta graft deploys a few mm proximal and exactly parallel to the proximal edge of the previous zta graft with identical deployment appearance. The proximal graft position does not change with coda balloon molding. It is the imaging expert´s impression that the proximal extension zta graft deploys slightly obliquely but identically to the previously placed zta graft with the proximal edge of the new graft a few mm proximal but exactly parallel to the proximal edge of the previous graft. This does not appear to be graft mal-deployment but probably represents expected deployment behavior of the proximal zta graft in the non-curved zone 2 segment of the aortic arch, as 2 different zta grafts deployed in identical fashion. Of note, the proximal extension graft placement is outside the IFU for this device due to inadequate proximal neck anatomy. Per instructions for use key anatomic elements that may affect successful exclusion of the thoracic aneurysm or ulcer include severe angulation (radius of curvature < 20 mm and localized angulation > 45 degrees); short proximal or distal fixation sites (< 20 mm); an inverted funnel shape at the proximal fixation site or a funnel shape at the distal fixation site (greater than a 10% change in diameter over 20 mm of fixation site length); and circumferential thrombus and/or calcification at the arterial fixation sites. Irregular calcification and/ or plaque may compromise the attachment and sealing at the fixation sites. In the presence of anatomical limitations, a longer neck length may be required to obtain adequate sealing and fixation. Necks exhibiting these key anatomic elements may be more conducive to graft migration. The safety and effectiveness of the zenith alpha thoracic endovascular graft and ancillary components have not been evaluated in leaking, pending rupture or ruptured aneurysm patient populations. Review of the device history record gave no indication of the device being produced out of specifications. Based on the reported information and review of the provided imaging an exact cause could not be established, but factors such as straight aortic arch anatomy and deploying within previous implanted stentgrafts could have contributed to the event. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.